Event description:
It was reported that this was an arteriotomy closure of a calcified common femoral artery using a proglide device after an interventional renal artery stent implantation procedure with a 7f sheath. Reportedly, footplate did not close properly, and the device was unable to be removed. A surgical cut-down was performed to remove the device and to achieve hemostasis. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The subsequent treatment is related to the circumstances of the procedure. In this case, it is likely that tissue interference with the foot or suture interference with the foot interacted with the foot causing the foot capture tissue, calcification or suture. The captured tissue will lead to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.